Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following the incision on the perineal side, the patient came to the hospital for treatment and found that the perineal wound was partially healed with local redness and swelling, and the absorbable suture could be seen in the areas with poor healing. The incision was cleaned and disinfected, and the unabsorbed sutures were cut off. The wound healed.